Event description:
It was reported that a power on reset (por) condition was encountered. The pt's implantable neurostimulator was noted to have been near the end of life (eol), and the battery depletion was normal. Impedance readings were greater than 4,000 ohms on some of the bipolar pairs. The pt rec'd "good" therapeutic stimulation, despite these impedance measurements, with the stimulation settings programmed. The pt's neurostimulator was removed and replaced. It was reported that there was no need to perform any interventions related to the high impedance readings. When the new neurostimulator was connected, impedance readings were "normal." The pt was "doing well." Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).